Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental repot will be submitted.

Event description:
Customer reported the max dose be checked. Fse reports approximately 13 r/min does setting found.